Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited increased capture threshold after release. Cine imaging confirmed the lp had dislodged and was rotating in the right atrium. The lp was removed and a second atrial lp implant was attempted which exhibited poor p-wave amplitude sensing and missing cardiac electrograms (cegms). The lp was removed and implant attempted abandoned. There were no patient consequences.